Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a csf leak during their trial procedure and the procedure was aborted. The patient had a blood patch completed and no other symptoms were reported.